Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the burr device ¿almost came off¿ the motor device. It was further clarified that the burr device gradually ¿came away while drilling¿. The reporter stated that the cutter device and the motor device were properly assembled before use. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The contact did not provide a telephone number. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.